Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: when the capsule was entered, dramatic fluid was appreciated and cultured. It did not appear to be infectious. It appeared to be with metallic-debris consistence appearance. The trunnion and stem were intact. The acetabular cup was easily removed with minimal bone loss. The acetabulum was reamed and a 62 cup was placed in about 35 degrees horizontal tilt and about 20 degrees anteversion. The cup was anchored with 2-30mm screws. Copious irrigation ensued. The hip reduced and placed through range of motion and noted be stable to 110 degrees of flexion. The additional information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item#139258 / item name m2a-magnum 42-50m tpr insrt +3 / lot#604910. Item#13-103208 / item name taperloc p/c red/lat 15 x 150 / lot#037810. One m2a-magnum pf cup 56odx50id returned and evaluated. Upon visual inspection the cup has scuffing on the inside radius and debris still attached to the outside radius. The additional information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It was reported that the onset of hip pain begin in (B)(6) of 2015. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 1825034-2016-04026, 1825034-2017-01691.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately eight years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a right hip revision procedure approximately eight years post-implantation due to pain and fluid collection. During the procedure, discolored fluid consistent with metal debris was noted. The femoral head and acetabular cup were removed and replaced. No additional consequences were reported.